Event description:
It was reported that during an unk procedure, the knife blade of the device failed to return back after initially fired. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.